Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument would not engage and could not be removed from the trocar. The site used force to remove the trocar and instrument from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. After the site removed the instrument and the trocar from the patient, they used extreme force to separate the two items. This caused damage to the instrument, and it was discarded. The reporter did not know if any fragments fell into the patient. The surgeon did not perform an x-ray because they did not see any fragments falling into the patient. The reporter did not provide any patient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.255¿ - 0.157¿ and 0.066" - 0.125" was not returned with the instrument. Visual inspection was performed and the instrument was found to have an indentation on the proximal clevis. The instrument was found to have damage of the conductor wire's insulation, but no visual thermal damage was observed. The instrument failed the electrical continuity test. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.1325¿ - 0.2070¿ in length and were not aligned with the tube axis.